Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a bent cannula issue which led to increased blood glucose levels, which he tried to treat with correction bolus and multiple daily injection. The infusion set had been used for two days. Subsequently, the patient went to the emergency room with a blood glucose level of above 600 mg/dl and had ketones. He stayed in the emergency room for 6.5 hours and received insulin drips and shots. He left the emergency room with a blood glucose level of approximately 553 mg/dl and did not remember his condition. Moreover, on (B)(6) 2019, he was admitted to the intensive care unit, where he received shots, insulin drips, and was using pump. Currently, his blood glucose level was 248 mg/dl and was still in the hospital. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.